Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found foreign object in the suction cylinder. Due to clogging of suction tube of universal cord, the tube cleaning brush cannot be inserted. Foreign object observed in the forceps channel and due to clogging of nozzle, , water removal ability does not meet the standard value. These conditions caused by insufficient cleaning (handling issue). The reported issue "clogged" was confirmed. Furthermore, the following defects were identified during device inspection: angle wire found stretched, wear. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Adhesive on a-rubber has a chip. Scratch noted on c-cover, universal cord, s-connector, grip, switch, forceps elevator, up/down knob, forceps elevator knob connecting tube dent, wrinkled, control unit has discoloration. El-connector has discoloration due to water leakage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Clogged on the device was reported , found during an unknown event. No harm was reported. No patient harm ,no user injury reported. Device evaluation found foreign object in the device suction cylinder and forceps channel. This report is being submitted for foreign object found in the device suction cylinder and forceps channel (this condition is caused by insufficient cleaning (handling issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, it is unknown if the device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. It is unknown if there was a delay in the start of the pre-cleaning or not and if the air/water nozzle was flushed with air and water or not. The nozzle was however cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual:. ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope, section 3.4 attaching accessories to the endoscope and section 3.6 inspection of the endoscopic system¿. "[Inspection of the endoscope]. 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. [Attaching the suction valve]. 1. Align the two metal ridges on the underside of the suction valve with the two holes in the suction cylinder. 2. Attach the suction valve to the suction cylinder of the endoscope (see figures 3.10 and 3.11). Confirm that the valve fits properly without any bulging of the skirt. Also confirm that the valve cannot be rotated. [Inspection of the suction function]. 1. Place the container of sterile water and the endoscope at the same height. For the inspection, adjust the suction pressure to the same level as it will be during the procedure. 2. Immerse the distal end of the insertion section in sterile water with the endoscope¿s instrument channel port at the same height as the water level in the water container. Press the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual . ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿. [Inspection of the endoscope]. 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratching, abnormal stickiness, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects, or other irregularities. [Inspection of the instrument channel]. 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endotherapy accessory is withdrawn smoothly from the biopsy valve. Olympus will continue to monitor field performance for this device.